Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter advised a lady from his church owns a ranger ii power wheelchair. Reporter advised end user was trying to get up out of the chair and chair turned on and ran over the end user and now she has to have skin graph on one of her legs. Reporter advised was not there at the time of the incident but medical attention was sought. Reporter advised end user asked him to assist with finding out if chair has a safety cut off switch so issue does not occur again. Reporter advised was calling to see if cut off switch is available for the chair. Reporter advised not aware when issue occurred. Reporter could not provide any further information. Reporter advised would not provide end user information at this time. Update from 01/28/2016 added by consumer affairs: reporter states he just wanted to know if there was a safety switch on the chair to help out his friend. Reporter does not want to give any personal information and said end user is ok and just wondered if there was something end user could have done to stop the chair. Reporter is not sure if end user bumped the joystick or how it happened. No further information provided.